Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert when plugging the pump into a power source. Additionally, the battery gauge was observed to be fluctuating. The customer's blood glucose level was 254 mg/dl. Reportedly, after the customer disconnected the pump from the power source, the battery gauge reflected a fully charged battery. The customer continued to use the pump for insulin therapy.